Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. The following information was requested, but not available: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Can you please provide a timeline of events? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? What was the reason for using a 100mm device? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How was the obstruction diagnosed? Was there any tissue necrosis observed during the operation? During the reoperation it was reported that there were very few staples present in the ¿pant leg¿ section of the small bowel anastomosis. What were the shape of these staples? What was done in the reoperation? What is the current status of the patient?

Event description:
It was reported that the surgeon says during a small bowel resection, a tlc10 was fired to create a side to side anastomosis. Surgeon said he usually checks to make sure staples fired successfully inside the pant leg portion of the side to side firing, but is not certain that he did. Postoperatively, the patient developed an obstruction. During reoperation, it was noticed that there were very few staples present in the ¿pant leg¿ section of the small bowel anastomosis. The mucosa had bled and created the obstruction.